Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
It was reported to philips that the device failed to deliver a shock during a cardiac arrest. A second shock was successfully delivered. It was reported that although one shock was not delivered, the patient involved did not experience an adverse impact. We are considering this as a serious injury as the patient was in cardiac arrest at the time of the reported symptom.

Manufacturer narrative:
It was reported to philips that the device failed to deliver a shock during a cardiac arrest. During the resuscitation, the phillip¿s monitor was used to defibrillate the patient two times. On the third attempt the monitor failed to defibrillate. The charge was dumped and charged again in which it still failed. The patient involved was a 59 year old male, roughly 6 feet in height, and (B)(6). On (B)(6)2017 at 9:42 am in a driveway, outside in mildly hot morning, the patient was receiving CPR and was reported to having exhibited ventricular fibrillation / pulseless ventricular tachycardia. After the first failure the charge was dumped and attempted again, the users began the process of hooking another monitor to the patient. Before the second monitor was placed on the patient return of spontaneous circulation (rosc) was achieved. The ems provider reported that the patient involved did not experience harm or adverse patient impact due to the device behavior. The customer requested that the device be returned to bench for evaluation. The device was received at bench repair on (B)(6)2017. The device was evaluated and returned to the customer on (B)(6)2017. The bench repair reported that all electrical connections were checked and reseated. The battery is showing fully charged on the screen when plugged in with ac but when pulled from unit the led indicators does not light up at all to indicate full. The battery will need replacement is the cause of the intermittent shock. Customer will be instructed how to obtain a new battery. Unit will be fully tested to service manual specs and returned to customer. The customer will replace the battery. Bench repair reported that, when the device was at the bench and the battery was replaced, the device passed all performance assurance testing. The device was returned to the customer fully functional. This was a malfunction of the battery. There is no indication of a systemic problem; no further investigation or action is warranted.